Manufacturer narrative:
This is a supplemental report to provide additional information. The user facility informed the following. When the user pushed output button, the subject device did not react on it and the activation in coagulation mode could not be performed. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not confirm the abnormality of the output function of the subject device. The manufacturing record was reviewed for the subject device and found no irregularities. Omsc was unable to reproduce the reported event. As a result of the investigation results, omsc judged the subject device was within specifications. Therefore, the exact cause of the reported event could not be conclusively determined. Omsc assume that the user felt weak about the output of the subject device because the treatment site was immersed in blood, etc., it was difficult to coagulate and the coagulation output setting was set low. The instruction manual states the corresponding method when there is an abnormality for the device and handling method of the device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The tissue could not be coagulated with use of the subject device. The user exchanged the device for the non- olympus's device. There was no patient injury reported. No further information was provided.